Event description:
A zoll distributor returned battery pack sn (B)(4) to report that the battery was unable to power up a monitor.

Manufacturer narrative:
Evaluation: device evaluation of battery pack sn (B)(4) has completed. The reported problem (won't power up monitor) has been confirmed. Upon investigation the battery was unable to recharge or power up a monitor. The cause for the failure was isolated to a defective battery tri-cell. The root cause for the defective battery cell could not be positively identified. No adverse event resulted from the defective battery pack.